Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical investigation concluded that this revision occurred fifteen years and eleven months post implantation, due to patella luxation and 15 degree inward rotation of the femoral component. During the revision, it was reported that the femoral component was described as well aligned with the condyles and no loosening was noted. The discharge report did not add further information to determine the root cause. The product information remains unknown. Without the explant or the requested medical images, the root cause of the patella luxation cannot be concluded. No further clinical assessment is warranted at this time. However, we will continue to monitor for future complaints and investigate further as necessary. Should the devices or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported the patient presented with miscarriage of the patella with dislocation and stiffening with malrotation of the femoral component. Replacement and external rotation correction of the femoral component was performed.